Event description:
Red alert reported on 01/30/2012. High right ventricular pacing lead impedance. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).